Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history review. Return testing was not complete as returns were not available. A ticket search by lot indicates the complaint lot is performing as expected. The trend review found no trends related to this issue. Device history record review did not identify any nonconformances or deviations related to the current complaint issue. The overall performance of the complaint lot was evaluated using data gathered from customers worldwide. The patient data was analyzed compared to an established control limit. The patient median result was within the established limit indicating the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the calcium reagent lot 23017un22 was identified.

Event description:
The customer observed falsely depressed calcium results generated on the architect c8000 processing module. The following data was provided for a pediatric patient: sid (B)(6)initial result 2.20, repeated 0.53 and 2.22 mmol/l (reference range pediatric 2.13-2.74 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed calcium results generated on the architect c8000 processing module. The following data was provided for a pediatric patient: sid (B)(6) initial result 2.20, repeated 0.53 and 2.22 mmol/l (reference range pediatric 2.13-2.74 mmol/l). No impact to patient management was reported.